Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 26may2023. H6: investigation summary one sample and photo received by our quality team for investigation. Upon visual evaluation, broken injector is observed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd phaseal optima injector (n40-o) broke during injection. The following information was provided by the initial reporter: injector broke during injection of 5fu.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal optima injector (n40-o) broke during injection. The following information was provided by the initial reporter: injector broke during injection of 5fu.